Manufacturer narrative:
The evaluation found a portion of the adhesive at the distal end forceps cover was observed peeled/missing. Additionally, the customer's reported switch button malfunction was confirmed, the scope cover at the control body unit was lifted, leaking - failed leak test and found fluid invasion. The bending section cover glue was cracked, the image has a stain, the ultrasound connector has corrosion and the angulation is below specification and the control know has play. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical engineer at the user facility that the customer evis exera ii ultrasound gastrovideoscope was returned due to a report of "button number is broken and won't take photos" during preparation for use. Upon inspection and testing, a portion of the adhesive at the distal end forceps cover was observed peeled/missing. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the adhesive peeled/missing from the distal end forceps cover likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.